Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Boston scientific technical services (ts) discussed to have magnet applied and one beep was heard. Ts discussed device reset. Local representative heard the warbling tones and ts stated that once the warbling stops, the reset is done. The device was interrogated again, and local representative is not sure if it worked. Ts discussed other options like potential bootloader issue or inability to sense right ventricular waves due to clipping. Representative applied magnet for 60 seconds using the right ventricular waves option and beeping tones were heard for full 60 seconds where previously only a single tone was heard but was still unable to interrogate the device. A magnet placement was suspected might be intermittent at best as patient size and device posterior placement may have been the issue. A new magnet was used and ultimately was able to get a 60 of 60 reset to work and the device was interrogated successfully. This s-ICD remains in service. No adverse patient effects were reported.